Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized my 2011. The data presented is from three different product applications. The repot states that there are no significant trends.

Event description:
Report received indicated the pt experienced a red, blotchy rash and pimples underneath the adhesive border. The pt experienced the condition during a period of one month prior to complaint receipt. Pt preps area with soap and skin prep. Recommended stomahesive powder and the use of other soap brands and treating with calamine lotion. Recommended using wafers without the adhesive border. Pt outcome was not noted.